Manufacturer narrative:
(B)(4).batch # t5dz0w. Device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of correction actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: this operation was laparoscopic sigmoid colectomy. There was no audible feedback after firing. Moreover, it was difficult to remove the device, so the surgeon pulled it strongly several times. As a result, the anvil came free from the body. There was no information about bleeding, leakage and damaged tissue. The sales rep heard most stapling were formed b. The surgeon removed the anvil and used the replacement without changing the procedure. The patient is stable as 25th oct. Can you please clarify, in the additional information provided you have stated ""most stapling were formed b"", if unformed or malformed staples were seen on the staple line? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the washer was uncut and the device could not be removed from the patient. No breaking sound of the washer was heard though the surgeon grasped the firing handle strongly. The surgeon removed the device forcibly through the anus, and the anvil was separated from the trocar. The target tissue was recut. Another device was used to cut and anastomose again and complete the case. There were no adverse consequences to the patient. No further information is available.